Event description:
Pt had epicardial lead implanted 5/24/84. Post avr with pacemaker. Pacemaker replaced on 3/6/91 due to battery eol with another co's device. Pt admitted 8/31/93 with loss of capture. Pacemaker telemetry showed lead impedance of 1295 ohms. New transvenous lead placed on 9/2/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: computer hardware performance tests conducted, electrical tests performed. Results of evaluation: telemetry failure, electrode failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.